Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient saw a power reset (por) message. The therapy had turned off and reset to shipping parameters. Patient was trying to turn her stim on . It was indicated that patient had stim turned off on monday for robotic heart surgery. It was noticed that the pain was from the heart surgery. The healthcare provider (hcp) gave patient a block and epidural and other medications. A few days later, the hcp reported the step taking to resolve the por was that they had to re-enter serial number into device through programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.